Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that right ventricular (rv) lead exhibited high out of range shock lead impedance measurements greater than 128 ohms. Further in office evaluation was recommended. This rv lead remains in service. No adverse patient effects were reported.